Event description:
It was reported that during an arthroscopy procedure, the optics of the scope broke. The procedure was completed with a different surgical technique, (opened the knee and used old techniques). No delay nor patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. ¿a clinical review states that was communicated via e-mail that although the optics of the ascope aclave scope broke, no fragments fell into the patient. It was also noted that, ¿despite changing the technique, the surgery was completed successfully¿ and that the patient is ¿good, stable.¿ based on the information provided no clinical factors were found which would have contributed to the reported breakage. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.